Manufacturer narrative:
The result of control solution test, with returned meter and normal strip, was 98mg/dl which was lower than standard range(h: 198~267mg/dl). As a result of disassembling a meter, the counter pin was displaced and it caused of contact failure with connector pin and test strip. As reviewing in-process inspection record and qc data of complaint meter, it has been confirmed that the returned meter properly displayed measured value (approximately glucose concentration of 200mg/dl) and passed qc inspection. Thus, it is assumed that the user accidently inserted test strip with the edge to apply blood facing upwards and it caused of counter pin deformation. For returned test strips, the appearance looked normal comparing with normal test strips. However, the results of control solution test with normal meter were very low even though they were within standard range except one, 116, 116, 115, 113 and 116mg/dl(n: 114~155mg/dl). To analyze the cause, we performed another control solution test with same lot of retained test strips and all results were within standard range. As reviewing the corresponding lot of DHR, it has been confirmed that enzyme was properly dispensed on bottom sheet and they passed vision inspection. Thus, it is assumed that the returned test strips were contaminated with foreign liquid substance during use.

Event description:
Customer called to know how to perform a control solution test. We did the test together on his solution that he just opened. The reading was 78mg/dl which was below the range.